Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump was received with a flashing medtronic logo display. The case was cut open. There is previous moisture presence / corrosion all along the bottom inside the case. In summary, the customer¿s report of a crack in the case was confirmed during testing. The flashing medtronic logo screen is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump battery compartment and critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.